Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), an abutment screw fractured during a patient's dental implant insertion procedure. The implant was removed, and the procedure was completed within the same visit. No adverse patient consequences were reported.